Event description:
Shortly before september 14, 2004 pt purchased thermacare brand heatwraps. The heatwraps were purchased because pt, an elderly woman who suffers from chronic back pain, sought back relief and in many of its advertisements proctor & gamble assured users that thermcare brand heatwraps would provide "powerful pain relief & deep muscle relaxation as well as "8 hours of heat." On or about september 14,2004 pt applied one thermacare brand heatwrap to her low back region. Because this was the first time she had ever used thermacare or any other brand heatwraps, pt, before applying the heatwrap to her low back, carefully read the instructions included therewith. At all times relevant, she used thermacare brand heatwraps in conformity with every relevant instruction provided by proctor & gamble. Moreover she never modified or altered the subject thermacare brand heatwrap in any material respect during use. Notwithstanding her conforming use, the thermacare brand heatwrap caused severe, traumatizing and debilitating second degree burns to her low back.